Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history

Event description:
It was reported the patient experienced unwanted side effects with the use of her scs system. In turn, troubleshooting was performed, but unable to provide resolution. As a result, the patient's scs system was explanted.